Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported the patient did not charge the ipg as instructed rendering the ipg inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.